Event description:
A report was received that the patient was explanted due to a skin infection at the lead site. The patient's symptom was redness. The physician doesn't know if the infection was device related. The patient was prescribed oral antibiotics.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#:sc-1110-02, (B)(4), description: ipg kit without pull-through tunneler model#:sc-2352-50, (B)(4), description:linear 3-4 lead 50cm the explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.